Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the electric pen drive device did not work properly. During in-house engineering evaluation, it was observed that the device had an unintended activation/motion, and the housing was cracked/damaged. It was further determined that the device was worn and had a cosmetic damage. It was further determined that the device failed pretest for marking and labeling, check function with test hand switch, functional test forward and check power with power test bench. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.